Event description:
On 20-jun-2024 neo tract was made aware of a patient who underwent pul procedure on (B)(6) 2024. After discharge, the patient went back to the hospital and was diagnosed with bleeding around one of the urolift implants. The physician cauterized the bleeding and evacuated approximately 400ml of blood clot. No additional information was received.